Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump continued to alarm and was not sure why. Customer had blood glucose of 252 mg/dl. Customer also reported of miscalculating dosage due to food eaten and experienced low blood glucose of 15 mg/dl. Paramedics were called on (B)(6) 2017. Customer was treated with glucose via IV. Customer was wearing insulin pump at the time of hospitalization. During call, insulin pump battery died and customer did not have another replacement battery. Customer would call back when in receipt of new battery.